Event description:
It was reported that the system displayed error codes eoa and eo8 during cardiopulmonary bypass surgery. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The heater failure was confirmed by terumo. The result was due to an open circuit. The system was repaired in the field. This report is being submitted to the FDA as a result of a retrospective review of product complaints.